Manufacturer narrative:
Satoko onishi, md, phd, yoshikazu inoue, md, phd, maki inukai, md, takayuki okumoto, md, phd preventing infection after synthetic expander implantation in patients undergoing breast reconstruction department of plastic and reconstructive surgery 2021; 4 pages. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Through journal article "preventing infection after synthetic expander implantation in patients undergoing breast reconstruction" 1(one) patient reported "infection had poorly controlled atopic dermatitis" as well as "inflammatory symptoms, including erythema and swelling at the wound site, fever" and (B)(6). This is for an unknown side. Device has been explanted.

Manufacturer narrative:
Article citation: satoko onishi, yoshikazu inoue, maki inukai, takayuki okumoto, preventing infection after synthetic expander implantation in patients undergoing breast reconstruction, fujita medical journal, 2022, volume 8, issue 2, pages 42-45, released on j-stage may 01, 2022, advance online publication august 20, 2021, online issn 2189-7255, print issn 2189-7247, https://doi.org/10.20407/fmj.2020-029, https://www.jstage.jst.go.jp/article/fmj/8/2/8_2020-029/_article/-char/en.

Event description:
Through journal article "preventing infection after synthetic expander implantation in patients undergoing breast reconstruction" 1(one) patient reported "infection had poorly controlled atopic dermatitis" as well as "inflammatory symptoms, including erythema and swelling at the wound site, fever" and "methicillin-resistant staphylococcus aureus (mrsa)." This is for an unknown side. Device has been explanted.